Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10i19041, h10i14026 and h10i09034 with no issues relating to the complaint observed during batch file reviews. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress. This is the first of four reports associated with this event.

Event description:
Product surveillance contacted the home patient (hp) regarding an unrelated alarm. The hp stated she was on antibiotics for peritonitis. The hp did not know how the peritonitis developed. The following additional information was received from the pdrn (B)(6) 2010. The hp was hospitalized (B)(6) 2010. Recovery was ongoing and improved at the time of this report. Causality is unknown. Although the hp's technique is thought to be good, the hp will be retrained on aseptic technique upon her next clinic appointment.

Manufacturer narrative:
(B)(4) - as the date of this peritonitis episode is unknown the sample was not requested. As additional information becomes available, a follow up will be submitted. This is the first of four complaints associated with this event.